Event description:
Patient had external ventricular drain (integra accudrain) placed, and IV tubing was erroneously connected to y site tubing on the drain device, rather than patient's port. This allowed medication infusion to run through the drain device. FDA safety report ID# (B)(4).